Event description:
Reporter indicated that during a vns generator replacement surgery due to end of service, it was noted the vns lead was fractured on the positive electrode. The generator was unable to be interrogated due to end of service. The lead and generator were both replaced. The patient has had no recent trauma, but had not been seen by a neurologist in four years. The explanted vns lead and generator were discarded after the surgery.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.